Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Event of unconfirmed ¿granuloma¿ is addressed in the device labeling; however, hashimoto¿s thyroiditis is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported to have had injected a patient at the level of the upper peri-buccal fine lines, corners and upper lip with juvéderm® volbella¿ with lidocaine to rehydrate and relax. It was very simple with very little edema. From 1 week, more than 3 months later, without any particular triggering factor, the patient woke up with edema of the upper lip, sparing the corners. Edema is accompanied by slight induration and pain. The skin is normal except for a very discreet redness over a few mm on the left side of the upper lip, which appeared secondarily to the oedema. The edema subsides during the day, but doesn't disappear completely and reappears every morning. Almost a month later, the hcp additionally reported that the patient has been diagnosed with hashimoto's thyroiditis (not device related). The edema has partially regressed but has palpable granulomas that cause a slight unsightly projection of the upper lip. Report of "granulomas" was not confirmed via biopsy. Hyaluronidase treatment was planned. Hcp added that the product ¿just revealed an autoimmune disease like any other hyaluronic acid would have done. This happens from time to time but not often due to the number of syringes injected. It is not possible to make an assessment before each injection. I'm not sure hyaluronidase will make everything disappear, but you can try on the most visible or sensitive nodules, the probable histological granulomas may take a little time to disappear or require a little exercise." Symptoms ongoing.